Event description:
The customer reported a ventilator was experiencing a blower leak during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The remote service engineer advised the customer that they may need to replace the clamp kit and provided the part identification number. The customer ordered and replaced the part. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.